Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue (B)(6)2013; a small hiatal hernia was present but not repaired. -device explant due to ongoing gerd on (B)(6)2017; device was found within a hiatal hernia. -patient underwent a fundoplication immediately after device explant.

Manufacturer narrative:
(B)(4)

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd symptoms resulting in explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2013; a small hiatal hernia was present but not repaired. -device explant due to ongoing gerd on (B)(6) 2017; device was found within a hiatal hernia. -patient underwent a fundoplication immediately after device explant.